Event description:
It was reported that a hl 20 a single roller pump and a twin pump displayed the error message "error head". The event occurred during a start up. No harm to any person has been reported. The failure can cause an unintentional pump stop. Therefore a report is required. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a hl 20 a single roller pump and a twin pump displayed the error message "error head". The event occurred during a start up. No harm to any person has been reported. The failure can cause an unintentional pump stop. Therefore a report is required. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). A getinge field service technician (fst) was sent for investigation and repair on 2024-02-19. The pump belt kit and belt with pulley will be replaced. The root cause was determined as overdue wearing parts. As confirmed by the getinge field service technician on 2024-07-22 the affected belt was found to be damaged and was about 4 years overdue for replacement. According to hl20 service manual chapter 4.2 "replacement of belts on rpm" the belts which are found twisted, have wear, cracking, or service life over 12 months have to be replaced. Also in the hl 20 instruction for use chapter "10 maintenance" the user is advised to get the device inspected by authorized service personnel every 12 months. The review of the non-conformities has been performed on 2024-02-21 for the period of 2018-05-15 to 2024-02-15. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-05-15. Based on the results the reported failure "error message head" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that a hl 20 a single roller pump and a twin pump displayed the error message "error head". The event occurred during a start up. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available.